Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, a customer reported the body of their adc lancing device was cracked and a replacement order was made. On (B)(6) 2019, an hcp contacted adc to report the customer's replacement lancing device had not yet been received and as a result, the customer experienced a medical event. Customer experienced coughing and weakness and self-presented to a hospital where she was diagnosed with hyperglycemia and in a "hyperosmolar state". No hcp meter readings were reported and customer was treated with intravenous fluids and insulin (dose/type unknown). At the time of the call, customer had not yet been discharged from the hospital. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specification. No product has been returned for this complaint to date. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of (B)(6) 2018 to (B)(6) 2019 and there was no adverse trend identified. Owen mumford, the third party manufacturer of the freestyle lancing device ii, continues to monitor complaints received for the freestyle lancing device ii. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2019 a customer reported the body of their adc lancing device was cracked and a replacement order was made. On (B)(6) 2019, an hcp contacted adc to report the customer's replacement lancing device had not yet been received and as a result, the customer experienced a medical event. Customer experienced coughing and weakness and self-presented to a hospital where she was diagnosed with hyperglycemia and in a "hyperosmolar state". No hcp meter readings were reported and customer was treated with intravenous fluids and insulin (dose/type unknown). At the time of the call, customer had not yet been discharged from the hospital. No further information was reported. There was no report of death or permanent injury associated with this event.